Event description:
The surgeon attempted to implant a cc4204bf collamer plate lens but it became stuck in the cartridge. There was no pt contact or injury. The facility stated it was unknown if the lens was damage or why it became stuck in the cartridge. An indigo-p injector and an spc-25 fp cartridge were used but the facility was unable to recall the lot numbers, nor were they able to provide the pt's weight.